Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and was able to confirm the reported issue. He observed that the connector of the patient 1 pump cable to the distribution board was loose. He adjusted the connection and the issue was solved. Functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received report that a heater-cooler system 3t an error message on the patient side during priming. There was no patient involvement.